Event description:
It was reported, in 2009, patient had surgery for a humeral fracture. Approx three months later, the patient went to the hospital both because of pain and functional limitation at the operated limb. The patient stated that occurred during a limb movement and not because of a traumatic event. From x-rays, the surgeon noticed a medial third humeral fracture treated with the nail t2 and 2 screws of which the proximal one was found to be broken. At this point the surgeon planned a unanticipated revision surgery two days later.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be submitted on a supplemental report.